Manufacturer narrative:
The customer has returned the battery for analysis to the philips( B)(4) location. As of (B)(4) 2018, the battery has been unable to be located at the failure analysis lab. As the battery has been lost, evaluation and resolution is unavailable.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A battery was randomly returned to the philips (B)(4) site for evaluation. There was no reason given as to why the battery was returned. There was no reported patient involvement/adverse patient impact.